Event description:
The facility reported an infusion pump with a failure code 812:02. Information was not provided regarding whether or not the device was in patient use when the event occurred. The hospital representative stated no patient injury had been reported. Though requested, no add'l info was provided regarding the demographics of the pt, the medication involved or the device programming. No add'l contact info was available.